Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and lung cancer-ndr. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cancer-ndr: unable to observe since it is not related to the device. Anxiety - product/procedure: unable to observe since it is not related to the device. . No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, d9, h6.

Event description:
Patient reported right side rupture and lung cancer-ndr. Device remains implanted.